Event description:
It was reported an infection occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five (45) days post implant procedure, transesophageal echocardiogram (tee) showed no device related issues. After an unreported span of time, the patient was hospitalized for bacteremia. Tee revealed the presence of vegetative material on the surface of the closure device. The patient was administered intra venous antibiotics in response to the infection. Blood cultures identified the bacterial infection as staphylococcus aureus. The patient refused any further medical intervention and has been placed on comfort care. The physician believes the patient had a significant untreated infection which led to this event.